Event description:
Patient reported via regulatory agency "respiratory infection, bladder infection, yeast infection and vomiting. Breasts shape was changing everyday. Hard and painful breasts, right arm numbness, swollen lymph nodes, fever, gastric indigestion failure of organs and cyst in gall bladder and liver which led to losing gall bladder". This record is for right side. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5153829. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.